Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that damage to the pump housing caused difficulty removing cartridges. Reportedly, the customers pump was exposed to lighter fluid, which altered the cartridge fit. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.